Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 222-high mg/dl on the continuous glucose monitor. Elevated blood glucose was addressed with manual injection.